Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had rewind anomaly. Customer¿s blood glucose was 166mg/dl at time of incident. Customer states they are unable to exit the "preparing to prime" loop. Customer also states that drive support cap was indented. Customer advised to revert to back up plan per hcp instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Insulin pump passed basic occlusion test and displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.